Manufacturer narrative:
(B)(6) b3: unknown; no information has been provided to date. The device was received for evaluation. A visual inspection noted that the device was in good condition. The event history log was reviewed, and it confirmed that there was a record of occurred latch lock failure when the cassette was connected to the pump. Functional tests were performed, and the reported problem was confirmed. The root cause of the problem was possible defective latch lock sensor. The service history review identified no indication that the complaint was related to a service of the device within the view period. The latch lock sensor was replaced. The device then passed all functional and accuracy testing.

Event description:
It was reported the device exhibited a cassette removal alarm. There was no patient involvement and no patient harm/adverse event reported.